Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapling. The stapler has stuck when the surgeon try to staple the parenchyma. They changed the device to complete the case. They take a stapler from another lot. There was no patient injury.

Manufacturer narrative:
Occupation: health professional (hpro) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapler.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, the stapler was unable to fire. After the reload insertion on the handle, it was impossible to launch the stapling. They changed the device to complete the case. They take a stapler from another lot. There was no patient injury.